Event description:
It was reported that the IV tubing set disconnected from the patient IV at the hub attachment site twice. The tubing set was secured tightly after the first spontaneous disconnection and then replaced after the second. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added to: d.10, d.11, e.2 & e.3. Correction to: e.2, e.3, g.3 & h.6 (patient code). The customer¿s report that the tubing disconnected from the connection port was not confirmed. Functional testing did not observe any disconnections from any of the returned sets¿ female/male ports or any issues with the administration set. Visual inspection, pressure testing, and dimensional evaluation also found no anomalies with the returned sets. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the sets re-primed successfully via gravity and showed no signs of disconnects, leaks, or any issues. The sets were pressure tested and no disconnections or leaks were observed at any of the set¿s components, connections, or throughout the sets. The root cause was not identified because no disconnections, leaks, or any issues were replicated during functional testing.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing set disconnected from the patient IV at the hub attachment site twice. The tubing set was secured tightly after the first spontaneous disconnection and then replaced after the second. There was no patient impact.